Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that his adaptive stimulation was enabled for a long time but recently he enabled it. The patient reported that his adaptive stimulation didn't seem to be working, it showed the upright position but if he laid down it didn't change, but if he turned it off and then lay down and press the sync key then it changed to laying down. The patient reported that this started happening a couple days prior to the report. It was reviewed that it could take time when the patient moved position but the patient reported that ¿no it had always happened automatically, but I do know that if you make a change to the intensity for a certain position then you have to wait 3 minutes but otherwise it shouldn't take 3 minutes it should happened automatically but it¿s not.¿ the patient reported no falls or traumas, but had an MRI but he put his ins in MRI safe mode and the healthcare provider (hcp) got the proper guidelines from the manufacturer. No further complications were reported.